Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that her pump is delivering more insulin than it should and she was hospitalized as a result. She advised that the hospital treated her with fluids by IV and also gave her nausea medication. She did not know the exact amount of nausea medication that was given to her. Customer was in the hospital for a total of 6 hours and then she was discharged. A request was made for the return of the device.